Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 7 mg/dl, resulting in a fall in which customer "split [their] eye open" and "cracked [their] nose". Low bg cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer went to the hospital the following day for stitches. Recommendation was made to consult with a healthcare provider to discuss diabetes management.